Event description:
It was reported that the patient presented to the hospital with a surge in her chest. During device check inadequate capture was noted in both leads. A chest x-ray confirmed both leads were dislodged and twisted, patient was most likely developed twiddler syndrome. The leads were explanted and replaced successfully. The patient did not experience any symptoms from the dislodged leads, and is doing fine post operation.

Manufacturer narrative:
Therapy date should have been (B)(6) 2017 rather than (B)(6) 2017.

Manufacturer narrative:
Analysis was normal. No anomalies were found.